Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with a 6f sheath after a carotid stenting procedure. Reportedly, after successful deployment, when the footplate was closed, the device caught the vessel. The footplate lever was closed yet the anterior foot did not completely retract. The lever was opened and reclosed; however, the foot was still open a bit. The device was removed without issue. The prostyle suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation us not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty opening or closing the foot was not confirmed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.